Event description:
According to the reporter: aortic femoral bypass performed six months ago and since that time the pt developed an infection at the suture. Suture has been reported to have complications such as infection when used. The pt is still being treated for infection with long term antibiotic therapy and out patient visits to wound clinic.

Manufacturer narrative:
(B)(4).